Event description:
Procedure: lap gastric banding. According to the rptr: a defective lens was seen prior to procedure. The lens had fallen off and was loose in package. No pt contact.

Manufacturer narrative:
(B)(4).